Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the end of the 25 mm flexible drill bit snapped off when advancing into the acetabulum through a sector pinnacle cup. Dr. Was unable to obtain the broken drill bit piece in the acetabulum and decided to leave it in the patient. The rest of the broken drill bit was disposed by the scrub tech. Surgical delay of 2 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.